Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had exhibited non-specific malfunctions. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead (B)(6) 2006. (B)(4).